Event description:
It was reported that the connector was disconnected from the tubing and seemed that it was not glued properly. The event occurred in the patient¿s home during a pre-test. There was no medical intervention required. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. No sample was returned for investigation; if the product is returned this complaint will be reopened for further investigation. A photograph was provided by the customer and it was observed that the valve was separated from the tubing; however, it could not be observed if the tubing and the valve presented solvent remains. The complaint was confirmed by the photograph as the valve was not bonded to a tubing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.